Event description:
While using a byte night aligner, the patient experienced an allergic reaction caused by plastic night guards. Patient had chest pain, sob, headache and soreness in upper mouth and gums. Rash was found in the throat region. Patient placed on steroids, to drink plenty of fluids and eat pureed foods for 2 weeks. Doctor advised patient to stop treatment immediately.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.